Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 7 years since the subject device was manufactured. Based on the results of the investigation, the error message e433 can be caused by several factors, including electromagnetic interference, user actions such as actuating the foot switch during boot-up, or a defective foot switch. Other causes include defective cable connections between the high voltage power supply, generator, or relay boards; faulty components on the generator board (e.g., transformers, rectifiers, or output stages); missing or low supply voltage from the high voltage power supply board; and defects in the high voltage power supply board, motherboard, or relay board components. Permanent or temporary errors may occur depending on the specific issue. A definite root cause of the event could not be determined. Olympus will continue to monitor field performance for this device

Event description:
It was observed that during the device evaluation, the high frequency electrosurgical unit exhibited error code e433 (reboot condition). There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.